Event description:
I had abdominal sacrocolpopexy with prolene mesh and gore-tex... I have had recurring pain in my stomach without any relief. I have also had cystitis, bowel obstruction, diverticulitis, recurring staph infections, and overall severe decline in health. I had a mrsa infection in 2008 after a joint replacement and fear that the mesh is now infected with mrsa, but cannot get anyone to listen. I am the pt who suffers with severe pain and chronic depression, due to loss of time with family and friends and any fun... Who wants to be sick everyday? No therapy besides watching and waiting.